Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) architect hbsag result. Sample ID (B)(6) generated an initial (B)(6) result of (B)(6), the sample was retested on two different analyzers generating (B)(6). No adverse impact to patient management was reported.

Manufacturer narrative:
Lot number was changed from unknown to 87213fn00. No other updates were provided at this time. The evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Review of complaint activity did not identify any adverse or non-statistical trends for the architect hbsag qualitative ii assay. Normal complaint activity was identified for reagent lot 87213fn00. Testing of panels which mimic patient samples was performed using retained kits of lot 87213fn00. All specifications were met indicating that the lot is performing acceptably. Using worldwide field data the historical performance of reagent lot 87213fn00 was reviewed. The patient median result for the negative population of the lot was analyzed and found to be comparable to other lots in the field and confirms no systematic issue for the lot. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect hbsag qualitative ii assay was identified.